Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: (glove catching in the strain relief), (glove).

Event description:
A talent captivia stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 1 month ago. Aneurysm and vessel morphology were not a factor. It was reported that the physician's glove got caught in the delivery system during deployment of the stent graft. The physician's wrist was over the strain relief of the delivery catheter. The physician removed the glove and cut it, at this point the stent graft was half deployed and it would not deploy further. The physician then cut the strain relief off and was able to continue deploying the stent graft without further complication. The stent graft was accurately deployed at the intended location. No add'l clinical sequelae were reported and the pt is fine.